Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and high impedance. The patient experienced diaphragmatic stimulation when programmed to unipolar mode. The device was then programmed to bipolar mode and the patient would continue to be monitored.